Manufacturer narrative:
An event regarding range of motion involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as medical records were not provided. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: revision surgery took place due to pain whereby the insert was removed and soft tissue release and debridement was performed. The exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices; x-rays; operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patients' knee was revised for pain during high flexion. Poly was removed and soft tissue release and debridement was performed. Insert was increased from 9mm to 11mm.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The patient's knee was revised for pain during high flexion. Poly was removed and soft tissue release and debridement was performed. Insert was increased from 9mm to 11mm.